Event description:
The reporter stated that the unit will not infuse to the end of the syringe. It was further stated that the syringe clamp was broken. There was no pt injury or treatment associated with this event.